Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the stomach to treat a stricture during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, there was difficulty inserting the guidewire. The axios electrocautery did not work during the first two attempts; however, blanching of the tissue was noted after the third attempt and after increasing the settings. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transduodenal to the stomach. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transduodenal to the stomach.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the stomach to treat a stricture during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, there was difficulty inserting the guidewire. The axios electrocautery did not work during the first two attempts; however, blanching of the tissue was noted after the third attempt and after increasing the settings. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transduodenal to the stomach. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transduodenal to the stomach.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios electrocautery enhanced delivery system was received for analysis; the axios stent was not returned. Visual examination of the returned device found the inner sheath was returned kinked. A functional test was performed by loading the axios stent over a jagwire guidewire. The guidewire exited the nosecone tip successfully. An electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no continuity was found. The device was connected to an erbe generator, and no bubbles were seen in the saline solution which is evidence that the tip is not working properly. The tip also had evidence of cautery. Therefore, the device was dissembled, and it was found that the copper wire was detached from the monopolar plug at the proximal handle section. Product analysis did not confirm the reported event of device difficult to advance guidewire as the guidewire exited the nosecone as expected. The kinked inner sheath was most likely caused by procedural factors such as handling of the device, the technique used by the physician which resulted in the reported events of the device. These damages could have led to the inability to fully deploy the stent during the procedure. Additionally, the reported event of cautery delivers energy intermittently can be confirmed as during the electrical inspection there was no continuity found between the rf connector and distal rf electrode. The device was connected to the erbe, and no bubbles were seen in the saline solution which is evidence that the tip is not working properly, and the tip has evidence of cautery. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event it is concluded as cause not established. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established. Boston scientific initiated a non-conforming events prevention (ncep) investigation to further evaluate the copper wire detachment from the monopolar plug. The investigation is currently in-progress. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios was intended to be placed transduodenal to the stomach. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transduodenal to the stomach.